Manufacturer narrative:
Updated data: b2., b5., h1., h6., additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre balloon aortic valvuloplasty (bav) was performed. The patient experienced hypotension during the procedure. Per the physician, it was unknown what caused the hemodynamic instability. Per the physician, the delivery catheter system (dcs) did not cause or contribute. Of note, the patient was not rapid paced during the post dilation. The mild regurgitation that occurred was classified as paravalvular leak (pvl). It was additionally reported that the patient died days after the valve implant procedure.

Event description:
Additional information was received indicating that the patient died two days following the valve implant. Per the physician, the cause of death was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture; however, there is no evidence that an angiogram was performed prior to valve release so it is not possible to confirm adequate depth prior to the final release. The valve dislodged above the annulus per unknown cause. The dislodged valve was not snared and was at the level of the sinuses, and a second valve was implanted. A post balloon aortic valvuloplasty (bav) was performed. During mid inflation, both valves dislodged aortic. There is no evidence of additional intervention after the valves dislodged. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: brand name evolut pro transcatheter aortic valve; product ID evolutpro-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2023. Brand name evolut pro transcatheter aortic valve; product ID evolutpro-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023 . Other medical products in use during the event include: product ID envpro-16 (lot: 0011573276) product type: 0195-heart valves implant date na ; explant date na product ID l-envpro-16 (lot: 0011554045) product type: 0195-heart valves, product ID gwbc30 (lot: 92106959) product type: guidewire ,product ID sensh1628w (lot: 00176268) product type: sheath. Product analysis: the delivery catheter system (dcs) was not returned and the valves remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when crossing the native valve, the patient did not tolerate hemodynamically. Cardiopulmonary resuscitation (CPR) was performed a few times. It was necessary to release the valve immediately. Following deployment, the patient¿s hemodynamics returned to stable. However, the valve subsequently dislodged. A second valve was inserted into the patient and deployed, resulting in mild regurgitation. Post-implant balloon aortic valvuloplasty (bav) was performed. During the bav, both valves dislodged. No additional adverse patient effects were reported.